Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 110 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Customer provided that they have had recent changes to diet, medication, or exercise. Customer acknowledges that the blood glucose results may be due to recent changes to diet, medication, or exercise. Comparison of blood glucose test results by customer from truetrack meter to competitor meter. Back to back blood test performed by customer fasting on (B)(6) 2015 12:00am produced test results of 269 mg/dl using truetrack meter and 170 mg/dl using competitor meter. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 02/13/2018 and open vial date is about 7 to 10 days. The meter memory reviewed for test results performed (date / time not set): (B)(6).